Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. The initial reporter stated that all supplied had been discarded or returned to the medical provider, and there was no indication the device would be returned to mmdg.

Event description:
The initial reporter stated that the administration set had a leak in the tubing. Mmdg did follow up with the initial reporter, who stated that the complaint had no effect on the patient. Another follow up attempt was made to gather more information about the leak, and at this time the initial reporter stated that the patient had passed away. There was no indication that the device contributed to the patient passing. Complaint-(B)(4).